Event description:
It was reported that pump touchscreen was cracked and shattered after customer bumped pump into wall, railing, or counter, and pump screen became unresponsive and illegible so customer could not interact with pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to let battery deplete before returning damaged pump using a prepaid label.